Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient began having difficulties with pain in (B)(6) 2019. They went to the chiropractor a week ago wednesday, and again on monday; their left side was worked on. On tuesday following the appointment the patient¿s low back on the right side was swollen, ¿irritates,¿ and in a lot of pain, and they could hardly walk. The pain started in the center and radiated to the right side. The patient initially stated that they went into the hospital monday, but later stated that they were in the ER on tuesday, stayed overnight, and were released on thursday. It was noted that the patient got no relief from medication but did get some relief from turning stimulation off. It was stated that their healthcare provider wants an MRI to diagnose the pain, and the patient was considering removing the ins to be able to have the MRI. It was noted that they have an appointment with their pain physician on wednesday. No further patient complications are anticipated or expected as a result of this event.